Event description:
It was reported that there was significant coagulopathy during procedure, requiring 4 units packed red blood cells (prbc)s in operating room (or) and another unit in intensive care unit (ICU). Chest was re-opened due to high chest tube output. On (B)(6) 2023, the patient returned to or for chest washout and closure. Mediastinal clot was evacuated, chest was irrigated, and closed. (B)(6) 2023, one unit of prbc for hemoglobin (hgb) less than 8 at 7.4. On (B)(6) 2023, scant bleeding noted, hgb 7.1, received one unit of prbc. From (B)(6) 2023, a daily transfusion of 1 unit of prbc was given for low hgb. There were no signs of bleeding. Right ventricular dysfunction and failure to wean off cardiopulmonary bypass, centrimag rvad was placed. The patient left or on inhaled nitric oxide, epinephrine, and dobutamine. On (B)(6) 2023, the patient had worsening renal function with increase in creatinine from 1.3 to 2.8 overnight and decreased urine output, started on continuous renal replacement therapy (crrt). Lactate dehydrogenase (ldh) elevated to 1050 and plasma free hemoglobin of 240 on (B)(6) 2023 and 430 on (B)(6) 2023. On (B)(6) 2023, there was increasing agitation and acute encephalopathy, unable to extubate. The patient was started on seroquel 25 mg twice a day. (B)(6) 2023, there was some improvement but still requiring sedation. The patient was able to extubate (B)(6) 2023. On (B)(6) 2023, there was no evidence of bleeding, but hemoglobin (hgb) continued downtrend concerning for hemolysis. Ldh was 3340, plasma free hemoglobin was 2711 and hgb was 7.9. On (B)(6) 2023 encephalopathy had improved and patient was off sedation. During physical therapy, patient heart rate converted to atrial fibrillation (afib) with rapid ventricular rate (rvr). Amiodarone bolus was given twice and successfully converted to junctional rhythm in the 60's. On (B)(6) 2023, there were worsening labs but no evidence of left ventricular assist device (lvad) thrombosis. The patient was having persistent leukocytosis post op, but cultures were negative. They were treated prophylactically with antibiotics. The patient noted to have low temp of 35 celsius and rigors with increasing pressors. CT showed mediastinal hematoma, cannot rule out infection. They were started on vancomycin, ceftazidime, and micafungin. Emergently, the patient was re-intubated for airway protection due to aspiration. CT chest showed consolidation left bigger than right. On (B)(6) 2023 worsening encephalopathy in the setting of infection. Chest washout was performed, foul odorous drainage at sternal site. Culture obtained revealing candida albicans. Blood cultures continue to be negative. Plasma free hgb was much lower, of 150, after rvad decannulation. On (B)(6) 2023, ldh went down 1117 and plasma free was hgb 80. On (B)(6) 2023, the patient was continued vancomycin through (B)(6) 2023 and fluconazole. Pressor requirement was decreased. Infectious disease signed off. On (B)(6) 2023, labs were stable, no further evidence of hemolysis. The patient had worsening transaminitis with total bilirubin (bili) of 26.1 and aspartate aminotransferase (ast) of 169. Computed tomography (CT) on 08feb2023 with hepatomegaly, likely due to volume overload. On (B)(6) 2023, the patient had fever of 38.3 degrees celsius and elevated white blood cells (wbc's) of 21.2. Blood cultures were collected and on (B)(6) 2023 were positive for gram positive cocci suggestive of streptococcus/enterococcus. On (B)(6) 2023, infectious disease consulted. There was a concern for vancomycin-resistant enterococci (vre). Vancomycin was discontinued and the patient was started on daptomycin 10 mg/kg IV every 48 hours. The patient was no longer on the centrimag and has been recovering.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information stated that on (B)(6) 2023, echocardiogram showed moderately to severely reduced right ventricle function. On (B)(6) 2023, one unit of packed red blood cells (prbc) was given for hemoglobin (hgb) less than 8 at 7.4. On (B)(6) 2023, scant bleeding was noted, hgb 7.1, and patient received one unit of prbc. On (B)(6) 2023, patient continued inotropes and aggressive fluid removal with continuous renal replacement therapy (crrt) for right ventricle support. From on (B)(6) 2023, a daily transfusion of 1 unit of prbc was given for low hgb. However, there were no signs of bleeding. On (B)(6)2023, the rvad was removed. A transesophageal echocardiogram (tee) showed moderately reduced rv function. On (B)(6) 2023, the patient was extubated. On (B)(6) 2023, respiratory status was improving. On (B)(6) 2023, the patient was on nasal cannula without breathing difficulty. On (B)(6) 2023, they continued to monitor liver function test (lft¿s) and avoided hepatotoxic medications. On (B)(6) 2023, lft¿s was trending down. There was improving hepatic function. On (B)(6) 2023, the patient was on room air with strong cough. On (B)(6) 2023, the patient continued to trend lactate dehydrogenase (ldh) and complete blood count (cbc). There was continued signs of hemolysis. On (B)(6) 2023, labs were stable. On (B)(6) 2023, the patient continued to have some hypoactive delirium. Encephalopathy was resolving. On (B)(6) 2023, some urine output was noted and patient was transitioned from crrt to prolonged intermittent renal replacement therapy (pirrt). On (B)(6) 2023, the patient transitioned to hemodialysis, creatinine 2.5. On (B)(6) 2023 aspartate aminotransferase (ast) and alanine transaminase (alt) were normalized, total bili was still elevated at 3. 2. The patient was hypotensive and had tachycardia during hemodialysis, flow was reduced. They continued dialysis. On (B)(6) 2023, they did not tolerate dialysis with low flows on lvad. On (B)(6) 2023, there was diuretic challenge and monitor urine output. On (B)(6) 2023, the patient had e. Faecium septicemia. The patient continued daptomycin and add ceftriaxone for synergistic effect against enterococcus. A transesophageal echocardiogram (tee) was obtained to rule out vegetation. On (B)(6)2023, dialysis was held, urine output improving with diuretics. They continued to hold dialysis. Creatinine was still high at 4.68. On (B)(6) 2023, cultures were still negative, and echo on (B)(6) 2023 was negative for vegetation. The patient stopped on ceftriaxone but continue IV daptomycin monotherapy for 6 weeks thru on (B)(6) 2023. On (B)(6) 2023, worsening creatinine of 5.05 occurred; diuretic gtt stopped. On (B)(6) 2023 creatinine was trending down, 4.70. On (B)(6) 2023, hematoma was present on chest CT on (B)(6) 2023 with continued leukocytosis. There was a concern for hematoma seeded at time of bacteremia. The patient continued IV daptomycin through on (B)(6) 2023, creatinine continued to decline, 4.03. Nephrology was signed off. They continued renal protective meds. On (B)(6) 2023 creatinine improved, 1.63. There was no need for dialysis. Related manufacturer report number: 2916596-2023-02303.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined. Additionally, a direct correlation between the reported events and the centrimag device could not be conclusively established through this evaluation. The centrimag pump, lot#: l07762-la8, will reportedly not be returned for evaluation. Review of the device history record for the centrimag blood pump revealed no deviations from manufacturing or quality assurance specifications. The us (united states) centrimag blood pump instructions for use (IFU) lists bleeding, hemolysis, cardiac arrhythmias, neurologic dysfunction, and infection as adverse events that may be associated with the centrimag circulatory support system. The IFU also lists multiple types of organ failure and dysfunction (including hepatic dysfunction, renal failure/dysfunction, and respiratory failure) as adverse events that may be associated with the centrimag circulatory support system. The IFU states that it is intended that systemic anticoagulation be utilized while the device is in use and anticoagulation levels should be determined by the physician based on risks and benefits to the patient. No further information was provided. The manufacturer is closing the file on this event.